Manufacturer narrative:
The investigation for the thrombus, hemolysis, and limb ischemia has been completed. Data logs were reviewed finding no motor current (mc) spike observed outside p-levels change. No positioning issue observed. Suction alarms occurred before/after reported hemolysis issue. No indications found in the logs. The cause of the hemolysis, thrombus, and the limb ischemia issue cannot be determined since compliant device not returned for analysis and lack of clinical data.

Event description:
The user facility reported that a patient experienced multiple complications during impella cp support. After one day of support, the patient's urine became pink tinged, and their hemoglobin levels had dropped to 8.6. The pump was noted to be too deep at the time of the developing hemolysis and the device was pulled back into proper position. Two units of packed red blood cells were transfused to treat the drop in hemoglobin. The following day, the patient lost pulse in the leg. The pump was removed and both a thrombectomy and fasciotomy were performed to treat the condition. The patient was noted to be in critical condition.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ (including ventricular perforation). Section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ section: impella catheter too far in the left ventricle: ¿if the impella catheter is positioned too far into the left ventricle, the patient will not receive the benefit of impella catheter support. Blood will enter the inlet area and exit the outlet area within the ventricle. Obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood-colored urine. If the impella catheter is too far into the left ventricle, echocardiography will likely show the following: catheter inlet area more than 4 cm below the aortic valve. Catheter outlet area across or near the aortic valve.¿ section: suction: ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis.¿